Manufacturer narrative:
The field service representative could not find a cause. He performed mechanism checks with no leak found.

Event description:
The user experienced a leak from the p module that caused a puddle on the floor in front of the instrument. No erroneous patient results were generated. No operators were harmed.